Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated, which is indicative of a needle mechanism failure. It was also reported that after removing the pod from the infusion site (unspecified), the cannula was found bent, and the patient was unsure whether it had properly inserted into the skin. Pain and bleeding were noted at the infusion site. The pod was worn for less than one hour, and no impact to the patient¿s glucose level was reported.